Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50e serial # (B)(4), description: eng st trial lead kit.

Event description:
A report was received that during a trial procedure the patient had two dural punctures and the epidural part of the procedure was abandoned. After the procedure the patient reported feeling numbness from the lower ribcage down and had no movement or sensation in his lower limbs. The implanting physician later stated that the patient had experienced a dense block and he was now able to move one leg. The patient underwent an MRI and was referred to a neurosurgeon. The patient still had no feeling and limited movement in both legs. The neurosurgeon performed a two level laminectomy to relieve pressure on the patient's spine and implanted a paddle lead to connect to an ipg at a later time.

Manufacturer narrative:
Additional information was received stating during the initial implant the physician noted the patient's epidural space was very dry and tight. During the MRI a compression was noted. The compression was a hematoma that needed to be decompressed surgically. The patient reported some leg weakness following the laminectomy, but now had most movement and sensation. The physician believes this will resolve and estimates a full recovery.

Event description:
A report was received that during a trial procedure the patient had two dural punctures and the epidural part of the procedure was abandoned. After the procedure the patient reported feeling numbness from the lower ribcage down and had no movement or sensation in his lower limbs. The implanting physician later stated that the patient had experienced a dense block and he was now able to move one leg. The patient underwent an MRI and was referred to a neurosurgeon. The patient still had no feeling and limited movement in both legs. The neurosurgeon performed a two level laminectomy to relieve pressure on the patient's spine and implanted a paddle lead to connect to an ipg at a later time.